Event description:
It was reported that a user experienced significant hypoglycemia during a prolonged bike ride while using the ilet system, despite raising the glucose target prior to exercise and consuming approximately 250 grams of carbohydrates to maintain blood glucose above 60 mg/dl; no device alerts or alarms were reported, and the device was synced with the mobile app. Symptoms included low blood glucose with levels reportedly under 54 mg/dl. Outcomes included the need for repeated oral carbohydrate intake and self-management without third-party assistance, with no medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed no device malfunction identified and an unclear root cause. It was concluded that the event was user-reported hypoglycemia with cause unclear and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.